Event description:
A physician's assistant reported that a pt had rec'd collagen injections for years (no info was available regarding origianl skin test). In 2000, the pt rec'd 3 cc of collagen in upper and lower vermilion borders, nasolabial folds, and oral commisures. In 2000, pt noticed worse than normal brusing which developed into a herpes-like sore and crusting. Pt was seen by physician's assistant in 2000 and was prescribed bactroban ointment and oral zovirax for the diagnosis of bacterial infection secondary to herpes outbreak. Pt was seen by a second physician who diagnosed staphylococcus infection secondary to herpes outbreak and prescribed oral ampicillin. No additional treatment planned at this time.